Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was unresponsive. It was also found the customer had a bolus stopped alarm and their time clock was advancing. The customer was unable to clear the alarm due to the unresponsive keypad. Customer's blood glucose was 281 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Bolus stopped alarm was not verified and displacement test, basic occlusion test, occlusion test, prime test, no delivery test were note performed due to unresponsive button. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.